Event description:
Device issue: did not function as expected - hemostasis. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). (B)(4). Operator not trained. Device is expected to be returned for eval. It has not yet been rec'd.